Event description:
A customer reported positively biased potassium results for 2 patient samples and the level 1 quality control fluid. The positively biased patient sample results were not reported to the floor. Biased potassium results of this magnitude might lead to inappropriate physician action. There was no report of patient harm as a result of this event.